Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Medwatch report received by baxter. It was reported that a spectrum pump alarmed system error 341 (positional interrupt error) during therapy (medication, dose, programmed amount and delivery rate unknown) and stopped infusing. This has occurred several times with different patients when using hill-rom envella beds. In communication with hill-rom and baxter concerning the issue, it was determined that envella beds emit higher levels of static electricity that the baxter sigma pump is rated for. There was no remediation reported by hill-rom for this issue. Baxter suggested moving the infusion pumps as far away from the bed as possible and making sure the relative humidity was at least 30%. There was no known patient injury or medical intervention associated with this event. No additional information is available.